Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: t.f:231008 (o2 valve leak) while oxygen supply is connected. No patient involvement.